Event description:
Caller reports touchscreen malfunction. The device was not in use. No patient/user harm reported.

Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. (B)(4) 2018. The touch screen board and cables were returned for evaluation. Testing was not able to reproduce the failure, the parts performed as expected. The screen responded to touch as expected. The cause of the event could not be determined.